Event description:
Front fork of four wheeled walker cracked and wheel separated from unit. The user fell, no injury.

Event description:
This patient was referred to the interventional service for closure of a large secundum atrial septal defect (asd). She had a history of atrial flutter and ectopic atrial tachycardia. A catheterization was performed in 2006, and on tee she had a 27mm defect in short axis view, 28mm in 4-chamber view and 22mm in bi-caval view. Balloon sizing was not performed and a 34mm amplatzer septal occluder was implanted without difficulty. She was discharged on the following morning and had a hematoma at the end of the procedure secondary to some femoral venous bleeding. To the knowledge of the implanting physician, she did well over the past 3 1/2 years and was followed by the adult congenital heart disease team. In 2009, the adult congenital heart disease nurses were notified by the patient's brother that the patient had passed away after initially complaining of some chest pain the evening prior to her death. She was advised to go to the emergency room for fear that she was having a myocardial infarction. She did not want to do this and went to sleep and was later found unresponsive and was pronounced in her home. The family decided not to perform an autopsy as they felt this was most likely due to a myocardial infarction. Additional information has been requested, including imaging of the implant procedure and device information, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it remains implanted. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections.review of the medical records and images by aga's medical consultant resulted in the following findings: the tee revealed an asd that was anteriorly located and it was a high defect. The septum primum was thin; the defect was oval, larger in dimensions anteriorly than posterior, hence the dimensions were variable. It was at its largest in the modified 4-chamber view just when the aorta came into view and at its smallest in bi-caval view. All rims were noted to be adequate in size. Balloon sizing was not performed and a 34mm aso was placed without difficulty. The cd of angiograms reviewed showed a right upper pulmonary vein injection and measurement of the atrial septal length. The device deployment was recorded and appeared to be optimal. According to aga's medical consultant, the correct size device was used to close the defect. The svc, posterior, ivc, av valve, aortic and superior rims were all noted to be adequate. The device appeared to have the proper device orientation after device placement and release. The cause of death does not appear to be secondary to a device related hemodynamic compromise. There is no evidence of device over-sizing or improper placement.

Manufacturer narrative:
The device's manufacturing records could not be reviewed since the lot and serial numbers were not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. The device remains implanted and no autopsy was performed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Should additional information become available, aga medical will file a supplement report.